Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and high impedance with inhibited pacing. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.